Event description:
It was reported that a spectrum pump had an unknown problem. Any patient involvement, injury or medical intervention is unknown. During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. The confirmed symptom was found to be caused by low upstream sensor value due to a failed upstream sensor. The failed upstream sensor was replaced.